Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a primary audible alarm. No error code was displayed. No additional information was provided. It is unknown if there was any patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of primary audible alarm. Complaint was confirmed by powering up pump and checking the pump alarm history. Device was repaired by replacing the interconnect board. Top and bottom case were replaced because they were damaged. The main cause of complaint was that the pump has a primary audible alarm power on self-test (post). After replacing the parts, the pump passed all testing and was fully operational.